Manufacturer narrative:
H3: 97755, was returned for product analysis. Analysis found there was a failure with the recharger antenna and a "no device found" message was seen. Also there is a worn cord, worn donut. This does not impact the functionality of the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were having issues with their controller and recharger. Patient stated the other day they were charging their implanted neurostimulator and kept feeling like they were getting pinched. Patient said when they went to reach back to check it, the paddle was really hot and they had never experienced that before. Patient also said the controller was giving them messages that said the implant was finished charging, but when they looked at the controller it was only at 40% and not fully charged. Patient then said they were also getting poor charging quality and no device found messages. Patient confirmed no error messages. Patient mentioned they had to lay down to charge the implant otherwise it wouldn't charge like it normally did. Patient confirmed it took longer on some of the screens like looking for a device. Agent had patient reset controller and check for damage. Patient said there was no visible damage. Patient attempted to start a charging session of their implant and reported charging excellent, but said they would have to reposition quite a bit because of the location of the implant. Agent reviewed best recharging practices with patient. T he issue was not resolved. An email was sent to the repair department to replace the recharger. Agent advised patient to follow up with their healthcare provider if the new recharging antenna did not resolve the pinching sensation. Patient stated the issue began saturday (B)(6).

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.